Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the journey fem impact bumper lt is fractured into three pieces. The device shows significant signs of wear/usage. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batches/failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery bumper fractured during the impaction of the femur. No fragments left in the patient.